Event description:
Procedure: sigmoid resection. According to the reporter: the surgeon stated that the eea did not fire any staples. The surgeon had to resect more of the distal rectum with a linear stapler. Then the surgeon used another instrument with the same anvil, and this instrument worked properly. The pt is out of the hospital.

Manufacturer narrative:
(B)(4).